Event description:
0n 11/22/98, a 77 year old female had a smith and nephew richards large fragment plate inserted and was discharged. On 1/7/99 she presented to the emergency dept with complaints of severe femur pain after getting up from a chair. The pt denied falling. The x-ray revealed the fragment plate was broken. The pt was returned to the operating room on 1/13/99 to replace the broken plate.